Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer had high blood glucose level. Customer¿s blood glucose level was above 400 mg/dl. Customer also reported insulin pump received motor error alarm and they were able to rewind insulin pump. Drive support cap was normal. Insulin pump will returned for analysis.